Event description:
The rn was starting an IV for a pt going into surgery. The cannula broke off between plastic cannula and hub. The rn was able to retrieve the plastic cannula from the vessel without harm to the pt.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. Attempts are being made to obtain add'l info regarding this incident.